Event description:
It was reported that during a thoracoscopy procedure, the surgeon experienced two problems with two reloads when using the device. The device cut, but stapled partially. The first reload had an improper cut and imperfect stapling. The second reload stopped working. The customer will send just one reload with the stapler for investigation. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.